Event description:
It was reported that the customer had tried 3 infusion sets and received no delivery alarms. Customer stated that she a blood glucose level of 300 mg/dl. Customer stated that the set change fixed her high blood glucose level. Customer mentioned that she did not see a bent cannula or air in the tubing or reservoir. Customer stated that she was driving at the time and could not troubleshoot the high blood glucose level or the no delivery alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.